Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01664 and 3005099803-2011-01665. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a post polypectomy site in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, a resolution clip (manufacturer report # 3005099803-2011-01664) was advanced through the scope to the target site and grasped tissue. However, when deployed, the clip did not release from the catheter. The physician pulled the clip off the tissue without complications. During withdrawal of the device from the patient, the clip assembly fell off the delivery catheter and was not retrieved. A second resolution clip (manufacturer report # 3005099803-2011-01665) was used and the same issue occurred. The clip grasped tissue at the target site and was deployed; however, it would not release from the catheter. The physician pulled the clip from the tissue without complications. During withdrawal of the device from the patient, the clip assembly fell off the delivery catheter and was not retrieved. It was reported that the physician had already successfully placed a clip prior to these two devices and was satisfied with leaving just that one clip in place to complete the procedure. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle was locked and the clip assembly was not returned. The device appears to have been deployed as designed and had no deformities. Additionally, the mini-sheath appeared undamaged. A review of the device history record (DHR) was performed; no anomalies were noted. The reported event of clip failed to release was not able to be confirmed due to the clip assembly not being returned. However, the device appears to have been deployed as designed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01664 and 3005099803-2011-01665. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a post polypectomy site in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, a resolution clip (manufacturer report # 3005099803-2011-01664) was advanced through the scope to the target site and grasped tissue. However, when deployed, the clip did not release from the catheter. The physician pulled the clip off the tissue without complications. During withdrawal of the device from the patient, the clip assembly fell off the delivery catheter and was not retrieved. A second resolution clip was used and the same issue occurred. The clip grasped tissue at the target site and was deployed; however, it would not release from the catheter. The physician pulled the clip from the tissue without complications. During withdrawal of the device from the patient, the clip assembly fell off the delivery catheter and was not retrieved. It was reported that the physician had already successfully placed a clip prior to these two devices and was satisfied with leaving just that one clip in place to complete the procedure. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.